Manufacturer narrative:
The customer¿s report of an inadvertent bolus of insulin was not confirmed or replicated. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Functional testing was performed with a gravity infusion and no issues were noted. A pump infusion was performed and the infusion completed as expected. The set was removed from the device and there were no signs of an inadvertent fluid flow. Pressure testing was performed and there were no signs of leaking. The root cause of the reported event was not identified. The customer did not return the pump module with the disposable set.

Event description:
The customer reported an inadvertent bolus of insulin in the ICU after removing the tubing from the pump module without engaging the roller clamp. Reportedly the patient's blood sugar dropped to 30 as a result.